Event description:
It was reported that the device exhibited error code 44510. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: updated. H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. Errors 44510 and 46510 were displayed. The cause was found to be that the printed wire assembly (pwa) board had a system fault malfunction ui_error_irq_abort. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.